Manufacturer narrative:
The customer complaint of broken power cords was confirmed on the returned ten power cords. Inspection of the pcu power cord confirmed that the sheath (wire jacket) pulled apart from the female connector exposing insulated wire conductors, no bare uninsulated conductors were found. The returned power cords were noted to be between 3- 4 years old. The customer¿s power cord was closely examined and extremely small amounts of adhesive residue were observed to be deposited on the power cord sheath, however the adhesive required to bind the power cord sheath to the connector plug ultimately was not sufficient. Continuity of the returned power cords was performed using a fluke digital multimeter. Continuity was tested across each of the three line cord wires (line/neutral/ground) and all ten (10) power cords successfully passed continuity testing with no issues noted. Scar # (B)(4) was opened on 21apr 2017 to address associated issues related to damage noted on pcu power cords. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer made a vague reference to issues with power cords. The customer later reported the insulation is coming off at the base of the pcu and the 3 inside wires are visible. There was no patient involvement.